Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-03130 it was reported that catheter entrapment occurred. The target lesion was located in the tibial artery. Following the insertion of a 300cm, 8cm v-18¿ control wire¿, a 2.0mm x 150mm x 150cm sterling¿ sl balloon catheter was advanced for dilatation. However, the v-18¿ control wire¿ became stuck inside the sterling¿ sl balloon catheter and was unable to move. The whole system was removed and the v-18¿ control wire¿ was found to have kinked. The procedure was completed with another v-18¿ control wire¿ and sterling¿ sl balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter with a guidewire. There was contrast in the balloon and lumen of the balloon device. The tip of the guidewire was damaged. Microscopic inspection revealed numerous areas of the balloon were damaged (bunched up). Microscopic inspection revealed numerous areas of inner damage (buckling). The inner diameter (ID) of the wire lumen could not be measured due to the related complaint device (v-18 guide wire) was stuck in the lumen. The outer diameter of the wire was measured which is within specification. There was 29cm of guide wire sticking out from the distal end of the catheter, with 113cm out form the hub. Microscopic and tactile inspection found no irregularities or defects with the outer shaft. Microscopic inspection revealed damage to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-03130 it was reported that catheter entrapment occurred. The target lesion was located in the tibial artery. Following the insertion of a 300cm, 8cm v-18¿ control wire¿, a 2.0mm x 150mm x 150cm sterling¿ sl balloon catheter was advanced for dilatation. However, the v-18¿ control wire¿ became stuck inside the sterling¿ sl balloon catheter and was unable to move. The whole system was removed and the v-18¿ control wire¿ was found to have kinked. The procedure was completed with another v-18¿ control wire¿ and sterling¿ sl balloon catheter. No patient complications were reported.